Event description:
The customer contact reported that the pt received less medication than intended. On an unspecified date and time, the device was programmed to deliver tpn (total parenteral nutrition), with a 3000ml container size. No specific programming parameters were provided. After an unspecified length of time, the nurse reported the display indicated 2790ml had been delivered; however, approximately 500ml remained in the container. The device was removed from clinical service. Therapy was resumed with a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service ctr. A review of the history on (B)(6) 2012 at 1058, the device was programmed for tpn with taper up and down, with a 2800 volume, a 1hr taper up and 1hr taper down, for a duration of 18 hrs, with a container size of 2800ml, the keypad was locked and the device was powered off. Between 1623 and 1753, the device powered on, 11 check cassette p alarms occurred and were silenced, a 4.7ml priming volume, and the delivery was started and the taper up occurred. A date stamp of (B)(6) 2012 occurred. At 0951, taper down began. Between 1037 and 1100, an empty container alarm occurred and was silenced 11 times. At 1102, the delivery was stopped and the device was powered off. The review of the history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.